Event description:
It was reported that a revision surgery of the patient's resurfacing femoral head was performed due to fracture. The patient was originally implanted in 2007 and revised at some point in the last three years. The acetabular cup remained implanted.